Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1g every 5th day, route and duration not reported), injection fortum (once a day, route and duration not reported), and heparin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remained on antibiotic therapy and the patient's recovery status had not reported. Additional information was requested, but is not available at this time.